Event description:
The event is reported as: oxygen leakage occurred at the adaptor on the aquapak. The alleged leak occurred just after the aquapak was connected to the flowmeter during oxygen therapy to a patient. It is reported that the patient de-saturated and another aquapak had to be used. It is reported that the patient is in fine condition.

Manufacturer narrative:
The results of the evaluation are not available at the time of this report.